Manufacturer narrative:
Product investigation summary: two (2) 6.0 mm titanium cancellous locking screws, with stardrive recess 26mm were returned broken along the shaft. The first screw was fractured approximately 13 mm distal to the screw head. The second screw was fractured approximately 12 mm distal to the screw head and the paint in the screw head recess was visibly chipped, exposing the metal beneath. The distal portion of the screws was not returned. The screws likely failed under fatigue related to insufficient bone healing. However, there is insufficient information to determine the root cause. Replication of the complaint condition is not applicable and the complaint is confirmed. Two 6.0mm titanium cancellous locking screws were returned broken approximately 12mm and 13mm along the shaft. The screws, found in the antegra system, are used for the anterior fixation to achieve fusion in the lumbosacral spine. The antegra implants are indicated for use from l1 to s1. The screws were inserted into an antegra one level sacral plate and then final tightened with the use of a t25 stardrive screw driver and a 7 nm torque limiting handle. Product drawing was reviewed during the investigation. The returned screws conform dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. Based on the information provided within the complaint, the antegra plate and screws were removed following the device failure and pseudoarthrosis (non-union). It was reported that the patient did experience pain prior to the revision surgery. A non-union generally occurs due to instability at the fracture site, insufficient reduction of the initial fracture, poor blood supply, and/or infection. The causes for a non-union are most likely poor initial union of the fractured bones, a patient who smokes which can contribute to poor blood supply to the fracture site, or premature mobilization, all of which can prevent proper healing. The screws likely failed under fatigue related to insufficient bone healing. However, there is insufficient information to determine the root cause. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 18, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The part number for this screw currently remains unknown; however, it is likely to be part number 04.201.026, 6.0mm ti cancellous locking screw w/stardrive recess 26mm, device product code kwq, common name appliance, fixation,spinal intervertebral body, 510(k) (B)(4), since this was the part number of the other three screws implanted in the patient along with the antegra plate, part number 04.103.141, ti antegra(tm) plate one levelsacral/41mm. Additional information received on (B)(6) 2015 reported that all antegra devices were explanted on (B)(6) 2015. Return of the subject device has been requested; however, has not been received to date. It is unknown at this time if the device will be returned for evaluation. Additional review of this complaint revealed that the complained devices which included two unknown antegra screws, should have been reported in a single report to the FDA. The synthes work instruction suggests that for complaints in which the complained part number is not known, only one part form should be created for each like unknown part within the complaint file and if reportable, only one initial medwatch report should be submitted which states that the complained part is unknown and lists any possible part numbers, quantities and additional information if known. On (B)(6) 2015 two separate initial medwatch reports were submitted to the FDA for this event. MFR 2520274-2015-16888 (initial report for this follow up) passed the third acknowledgement; however, MFR-2520274-2015-16891 did not pass the third acknowledgement. Since the event was correctly captured under MFR 2520274-2015-16888, this report is considered to have adequately served as the initial medwatch report for the two unknown antegra screws. Since its submission, additional information has been obtained, identifying the part number of one of the screws. This information is reported separately in related report 2 of 2 for (B)(4). The event date is unknown. It is not known when the screw broke. This section should be blank. The initial medwatch report for this complaint should have been for two unknown antegra screws as described. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2015. It was reported that the patient initially underwent anterior lumbar interbody fusion (alif) surgery with instrumentation including an antegra plate and four screws at levels l5-s1 on (B)(6) 2015. The patient began experiencing back pain on an unknown date in (B)(6) 2015. During a post-operative visit on an unknown date in (B)(6), the patient had an x-ray taken which reportedly revealed two broken unknown screws. During the patient's second post-operative visit on (B)(6) 2015, the patient reported having a cold, complained of frequent coughing and persistent pain in her back. X-rays were also taken on this date as previously reported. During the previously reported revision surgery performed on (B)(6) 2015, two broken antegra screws, two intact antegra screws, and one antegra plate were explanted. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event provided by reporter was (B)(6) 2015; however, this was the date of the revision surgery. It is unknown when the complained screws broke and patient¿s pain worsened (reportedly only as approximately three month post-operatively). This report is for one unknown antegra system screw. Part and lot numbers were not provided by reporter. Exact date of implant is unknown and was reported as (B)(6) 2015. Date of explant was reported as (B)(6) 2015; however, revision surgery was performed on (B)(6) 2015. It is unknown if only the broken screws were explanted and/or if additional hardware was removed and replaced. The uf report stated the subject device was available for evaluation and was requested for return by synthes. A response has not been received as of oct 28, 2015. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medwatch uf# (B)(4) was received by the synthes complaint handling unit on october 13, 2015. It was reported that a female patient had surgery earlier this year on an unknown date during (B)(6) 2015 on her spine involving level l5-s1 anterior interbody fusion with instrumentation intervertebral device to treat congenital spondylolysis lumbosacral region and spinal stenosis. During this procedure, she was implanted with one antegra system plate and four screws at levels l5-s1. At approximately three months post-operatively, the patient reported worsening back pain. Imaging (2-views of lumbar spine) performed on (B)(6) 2015 revealed both the screws at level s1 had broken/fractured which "caused the patient to slip forward", pseudoarthrosis was also reported. Revision surgery was performed on (B)(6) 2015. After the surgery, the patient was transferred to the pacu in stable condition. Details regarding the revision surgery were not provided by reporter. This report is for one unknown antegra system screw. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device has been received and is currently in the evaluation process. A device history record review has been requested. The part, lot number and manufacturing location of the previously unknown screw were identified upon receipt of the device at the synthes complaint handling unit on (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.